Event description:
This patient has a past medical history of diabetes mellitus, cerebrovascular accident, end stage renal disease, and is a hemodialysis patient with an infected right arteriovenous fistula, bilateral chronic thrombus in jugular vein, and superficial thrombus right cephalic vein. He came to facility with endocarditis of mitral valve, clostridium difficile, mrsa bacteremia, third degree heart block and a transvenous pacemaker in the right groin which had been there for several weeks. The plan was to perform a mitral valve replacement and implant a permanent pacemaker, after treating him with 6-8 weeks of antibiotics for his sepsis. However, the doctor needed to implant the pulse generator at approximately 18:00 four days later. According to the doctor, the generator was interrogated after placement and was functioning well. The doctor received a call at approximately 23:46 the following night that the patient was coding in the cardiovascular ICU. Transvenous pacemaker was turned on and the patient was resuscitated, but he suffered an anoxic brain injury after the code blue. He lived until four days later, when family removed him from life support and he expired. Per doctor, the strips she pulled indicate that the pulse generator slowly lost capture just prior to the code.